Manufacturer narrative:
The device was discarded and will not be returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospital visit for hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported having an upset stomach, cramps, nausea, and exhaustion. The customer was taken via ambulance to the hospital where she was given saline, potassium, gravol, and insulin. The pod was discarded. (B)(6).